Manufacturer narrative:
B4:(B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
The front bezel was returned for failure investigation, previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device's navigational ring was malfunctioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.